Event description:
It was reported that during an unk case, on the initial firing, the staple line was missing staples in the middle of it. Sutured to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.